Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit would not alarm when turned on. No patient was involved.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not stated on this back to stock unit. Upon triage on 01-feb-2018, the service tech found that the unit would not alarm when turned on. No patient was involved.